Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the b30 scope communication error could not be determined. It is possible that the error occurred due to a malfunction of the combined scope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that his olympus evis exera iii xenon light source had presented a b30 scope communication error on two different occurrences during procedure preparation. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. This is report is being submitted to capture event 2 of 2. For details concerning event 1 of 2, please see report with patient identifier (B)(6).